Manufacturer narrative:
No patient information available at time of MDR filing.

Event description:
The hospital reported an over delivery of tidal volume by more than 20%. There was no report of patient injury.